Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The bmt said that the machine has been returned to service after she replaced the blood pump motor. No sample is available. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.